Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The target lesion was located in the biliary duct. The unknown size wallstent endoprosthesis placehit device "shortened at the proximal end when the stent was post-dilated." The procedure was completed with a different device. There were no additional patient complications reported and the patient's status is stable. Additional information was requested and is not available. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).